Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found damaged vessel locator wings, one broken and three bent. Although use of the access port was not reported the returned device was found with the access ports activated. The access port function may have been activated to assist in the device removal process. Damaged vessel locator wings are consistent with difficult device removal where counter-traction and an assertive pull are used to remove the device from the anatomy. Exam of the damaged locator wings determined that all of the damaged wing attachment points were secure within the vessel locator assembly and the broken locator wing was not missing any of its material. The most probable root cause for the damaged locator wing condition is related to the operational context in which the device was used, either procedural or anatomical. Procedurally, distal pressure may have been applied to the deployed locator wings during the deployment of the clip delivery tube set through the tissue tract. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc. That may prevent correct locator wing retraction may have been encountered. However no anatomical info was supplied. No other abnormal observations were detected. No mfg or quality issues were detected. Review of the device history record for this lot did not product any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, after deploying the clip, difficulty was encountered removing the device. In accordance with the instructions for use, the device was removed using counter-traction and an assertive pull. The clip from the device achieved hemostasis. No adverse patient effects were reported. No additional information was provided.